Manufacturer narrative:
Driveline cable, (B)(4), was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed cracking/tears of the driveline outer sheath near the previous repair and a worn out previous repair, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. The manufacturer has an open internal investigation to evaluate of the driveline sheath damage is exposure to uv light. The most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This type of event would not likely cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the site placed some rescue tape on this patient's driveline and that she had some areas where the outer coating has come loose. Due to scheduling on the patient's side and a patient vacation, the assessment and repair of the driveline was done in the cardiovascular clinic on (B)(6) 2017. The clinical specialist inspected the driveline and noted the rescue tape repair done by the site ventricular assist device (vad) coordinator to the main body of the driveline. The rescue tape was removed revealing several areas of circumferential breakdown of the outer urethane coating exposing the inner silicone conduit containing the power wires. The procedure for driveline sheath repair was explained to the patient and the patient's caregiver who voiced understanding and willingness to proceed. After inspecting the driveline, the area of degradation (30 cm distal to the driveline percutaneous exit site to 25 cm proximal to the driveline connector) was cleaned with alcohol pads and wrinkled edges of the outer urethane coating was removed. A modified driveline repair per was performed by utilizing 1/2-inch silicone tape wrapping the driveline circumferentially starting 28 cm distal to the driveline percutaneous exit site to a point 23 cm proximal to the driveline connector. Once accomplished, the silicone tape was then double looped at the termination point and then wound around the driveline retrograde (creating a second protective layer) to the origin of the repair. A second area 0-4 cm proximal to the connector strain relief was also assessed as it had rescue tape coming up to the proximal end of the strain relief. This was removed, area cleaned, and repaired with double layer of 1/2-inch silicone tape wrapped around the driveline proximal to the driveline strain relief. Pressure was manually applied to the repairs for several minutes and the patient tolerated the repairs without incident or alarms. There was no report of a pump stop during the repair. The patient was discharged from the outpatient clinic in satisfactory condition without complaints. No further information was provided.